Manufacturer narrative:
The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device could not recognize the correct power source. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. The device evaluation confirmed that when the power supply unit (psu) was connected to the device, the astral was detecting the ac power source as an external battery and failed to charge the internal battery. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported device failure to detect the correct power source was due to a damaged component failure within the device main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).